Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii with pain. The device has been explanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade iii.